Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). The patient reported that the infusion set's tubing was detached close to the site location, while running at the gym. The site location was on the left side of the patient's abdomen and the pump was in the left pocket. The infusion had been in use for one day. The infusions were not stored, or used, in a place where they might have been exposed to extreme temperatures and humidity. Further, there was no stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. No further information available.